Manufacturer narrative:
(B)(4).

Event description:
A report was received stating that the ventilator generated a "backup battery failure" alert during ventilation of a homecare patient. The patient was removed and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the returned battery, and was unable to duplicate the customer reported malfunction. It was installed into a test ventilator, and the battery charge level was checked. It charged to full capacity without issues. The reported malfunction was not verified.